Event description:
It was reported that the device was explanted. The reason for the explant is unknown.

Manufacturer narrative:
The device has been received for evaluation. The evaluation has not been completed.